Event description:
During a left sided ventricular tachycardia ablation procedure using a supreme ep quadripolar catheter, a pericardial effusion occurred. A supreme ep quadripolar catheter was placed in the right ventricle. Retrograde substrate mapping was performed in the left ventricle using a therapy cool flex ablation catheter. During the procedure, a pericardial effusion was noted in the right ventricle. A pericardiocentesis was performed, which stabilized the pt. The physician believes the perforation of the right ventricle may have occurred because the pt had 'floppy' right ventricular heart structure due to a history of several anterior infarctions. In addition to this previous history, pt movement during the procedure may also have been a contributing factor. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in according with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion was procedure related.